Manufacturer narrative:
The duraform (801472) was returned for evaluation. Device history record (DHR) - the batch record was reviewed for any anomalies or "ncs" related to the finished lot (ct007361), and it is noted that no anomalies occurred during the manufacturing process. Failure analysis - in the failure analysis that was performed, the returned unit was evaluated via a visual inspection and was found to have two different/unique lot numbers in the box of five (5) duraform units. The complaint could be verified through failure analysis. Root cause - the complaint was confirmed in the complaint investigation. The distribution reports were retrieved for the two lots found in the box, and it was determined that both lots were sold to and sent to the distribution center for the reporting hospital. The receiving inspection records did not show any rejected units for these lots. Further, the supplier and receiving inspection team at integra lifesciences mansfield both noted that the two lots were manufactured months apart, and were shipped months apart as well, making it highly unlikely, but not impossible, that the two different lots were in the same building together. The possible root causes identified include manufacturing/packaging error, receiving inspection error, or user error. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process. The risk remains acceptable per the risk analysis.

Event description:
A facility reported duraform sponge with two different labels on the same package. One has the expiration date of july 31, 2021 and the other has the date october 31, 2021. The issue happened before patient use, no surgical delay and the procedure was completed with a replacement product.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.